Event description:
It is reported that the device was implanted in 1998. Approx 3 months later, the device was revised due to several dislocations. Explant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed.this report will be amended when our investigation is complete.